Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-nov-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of "will not allow cauterization due and displays a brief error message". Visual inspection noted a crack faceplate additionally, during testing of the device an error 433 occurred at startup and an intermittent e172 connection fault was noted the log files. The faulty printed circuit board and cable was replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the hf unit "esg-400" gives an error message, but it happens so quickly the error code cannot be read and the device would not allow cauterization. Upon inspection and testing of the customer returned device, error (e433) message was observed when powering on the device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.